Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to replace the existing sensor cable with the space sensor cable that they had onsite. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a tracking inactive error message that rendered the system unusable. There is no report of patient injury associated with this event.